Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in-clinic with an episode of ventricular fibrillation. It was noted that electromagnetic interference and inhibition of pacing due to the oversensing were observed. The oversensing was not reproducible. Programming changes were made. The lead remains implanted. The patient will continue to be monitored.

Event description:
New information received indicates that the patient was stable.